Manufacturer narrative:
The insulin pump was received with a ghosting display due to faulty lcd driver. The insulin pump has cracked case at the display window corner, battery tube threads and minor scratched display window.

Event description:
It was reported that the led of the insulin pump was damaged. The contents of the screen were crooked. The customer's blood glucose was reported to be normal, but no specific value was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).